Manufacturer narrative:
Concomitant medical product: addr01 ipg, implant date: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right ventricular (rv) lead had become, "suspicious." The rv lead was programmed to inactivate and replaced with a leadless implantable pulse generator (ipg). No patient complications have been reported as a result of this event.